Manufacturer narrative:
Due to character limitation e1:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had upper monitor faulty. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- e1 (event site telephone and event site email). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp)'s screen was faulty and became completely white preventing it to be used. There was no patient involvement reported and no patient harm or serious injury. A getinge field service engineer (fse) was dispatched to evaluate the unit and upon inspection confirmed units display screen was faulty. The fse proceeded to replaced the top display lcd screen. Unit passed the all functional and safety tests according to factory specifications.